Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had observed a crack at the bottom of the pump and pump was louder during rewind. It was also reported that the customer's pump had a blank display. No harm requiring medical intervention was reported. Troubleshooting was not performed and it was unknown whether the customer will continue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit successfully powered up after battery installation. A set p-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review no relevant alarms confirm in download history files to confirm complain code. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement and self test. Unit rewound properly during testing. No unexpected alarms noted during rewind or during self test. No low batt or batt out limit alarms occurred during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly and found corroded home switch during visual inspection. The following were noted during visual inspection: corroded home switch, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, cracked case, scratched case, battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube) and end cap address label missing. In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment when cracked case, cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Blank display and rewind anomaly were not confirmed. Unit successfully powered up after battery installation. Exposed to moisture confirmed at the motor assembly on the home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.